Manufacturer narrative:
As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4) clinical study. Same case as 2134265-2010-02675. It was reported that following a coronary artery stenting procedure the patient experienced restenosis.the lesion being treated was located in the right coronary artery (rca). The physician treated the lesion with balloon angioplasty and successfully implanted a 3.50x12mm taxus liberte stent in the mid rca. The physician also implanted a 2.25x12mm taxus express2 atom stent in the distal rca. The patient was discharged.1795 days after the index procedure the patient was admitted to the hospital with angina pectoris. The dist rca was found to have 90% stenosis and was treated with balloon angioplasty, a cutting balloon and placement of a promus stent with 0% residual stenosis. The patient was discharged the next day.